Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.